Event description:
A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam needs to be replaced to address the issue. The device was scrapped by the service center after the evaluation was completed.